Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 01/16/2018. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed viscoelastic residue and loose particles on the lens optic. There were no damages observed neither on the optic or the haptics. The customer's complaint was not confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of a z9002 21.0 diopter intraocular lens (iol) bent during insertion into the patient's operative eye. Reportedly, only the front haptic had patient contact. No additional information was provided.